Manufacturer narrative:
Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the available information we are not able to identify a root cause at this time.

Event description:
It was reported that connector c35-o disconnected from the line which caused blood to spill. The following information was provided by the initial reporter: material no.: 515070. Batch no.: unknown. It was reported that the tacrolimus line disconnected from the phaseal connector which caused blood to spill. Patient called the nurse to the room, stating blood on the floor and line removed. Patient could not recall what happen as she was about to go to use bedside commode. On assessment patient tacrolimus line disconnected from phaseal. Phaseal still connect to cvc lumen and tacrolimus tubing found on the floor. Patient took a shower after. Cvc line and dressing intact.